Event description:
It was reported that upon interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this s-ICD device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned. Additional information received on 30-may-2025 indicates the device is not being returned because it had been implanted for greater than seven years, and the physician decided to discard it because it was already scheduled for replacement even without the error message.

Manufacturer narrative:
This report is being submitted to update section h6: impact code. This device was discarded at the facility; therefore, technical analysis cannot be conducted.

Event description:
It was reported that upon interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
New information was received indicating that this s-ICD device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.

Event description:
It was reported that upon interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this s-ICD device was surgically explanted. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. Additional information received on 30-may-2025 indicates the device is not being returned because it had been implanted for greater than seven years, and the physician decided to discard it because it was already scheduled for replacement even without the error message.

Manufacturer narrative:
This device was discarded at the facility; therefore, technical analysis cannot be conducted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.